Event description:
It was reported that the patient began abusing her drugs and was having someone ¿jam a needle into her back¿ to withdraw morphine out of the catheter. A catheter break was noted at the distal segment. No diagnostic testing was required. The physician decided to explant the system as the patient was abusing her medications. The patient status at the time of the report was alive with no injury, and there were no patient symptoms associated with the event. The pump system was being used to infuse morphine. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8785 lot# n359860, implanted: 2014 (B)(6); product type accessory product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).